Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the active current test and self test. The pump failed the sleep current test. Test p-cap and reservoir locks properly into the reservoir compartment. Found no relevant battery alerts or alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the lithium backup battery and j6 connector. Pump alarmed a pump error 25 alarm on (B)(6) 2024. At 21:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, and lithium backup battery. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of relevant battery inserted alert in the pump history records. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Pump error 25 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly (j6 connector) and lithium backup battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the active current test and self test. The pump failed the sleep current test. Test p-cap and reservoir locks properly into the reservoir compartment. Found no relevant battery alerts or alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the lithium backup battery and j6 connector. Pump alarmed a pump error 25 alarm on 14-nov-2024. At 21:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, and lithium backup battery. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of relevant battery inserted alert in the pump history records. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Pump error 25 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly (j6 connector) and lithium backup battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.